Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video was provided. A visual inspection of the provided video observed an external fluid leak at the level of the dialysate port. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100, an external dialysate leak from the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.